Manufacturer narrative:
Product analysis: the everflex entrust device was returned to medtronic investigation lab for evaluation. The device was returned coiled in a plastic bag along with detached safety tab inside a biohazard bag. Pouch also returned. The device was returned with a guidewire stuck in device. Guidewire confirmed as 0.035¿. The device was returned with bending along the shaft. During functional testing the handle was opened, and it was found that the pull wire was broken, and kinks on the guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: IFU was followed. The thumbscrew/lockpin was checked for securement prior to procedure in the usual manner. Issue noted after a few wheel turns which deployed the distal end of the stent. No resistance noted during advancement, just the usual tracking up and over. It was delivered through a 5fr destination sheath (would be 45cm long), so tortuosity would have been much reduced. The deployment wheel stopped turning after deploying around 4cm of stent and the delivery catheter became stuck on the guidewire. It was not possible to remove without losing position, due to the wire needing to come out too. The deliver shaft was removed by continuous traction on the shaft while it was attached to the guidewire. It would not come out otherwise due to the two being stuck together. Very gentle attempt made to see if stent could be pulled into the sheath to retrieve but as soon as it looked like that maneuver would not work, the plan was to try an deploy in the sfa and either reinforce it or plaster/crush it with another stent. During the procedure, there was a concern whether the tip of the delivery shaft broke off and was possibly left inside the patient. Therefore, the patient and the retrieved catheter were x-rayed and the piece in question was accounted for as being still on the shaft and not inside the patient. The mis deployed and elongated stent was re catheterized and reinforced with 5mm x 100mm and 5mm x 150mm everflex stents. Post-stenting angioplasty with a 4mm x 150mm balloon no vessel damage noted. Correction: patient's gender. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an everflex entrust self-expanding stent during treatment of the patient¿s left femoral artery (sfa). A d eployment difficulty is noted. It is reported that the stent became partially deployed inside the intended lesion of left femoral artery (sfa) but could not be deployed any further using the thumbwheel or by letting go of the guidewire. The physician consulted with colleagues and decided to remove the device with gentle traction which is reported to have demonstrated a "give" but only while the guidewire was allowed to follow it, as it had become integral to the delivery shaft. The shaft was retrieved and with it the stuck guidewire. The stent was deployed in an elongated manner such that its proximal end is just into the distal cfa. Radiography assessment confirmed that detached element of the delivery kit was left inside the patient and all constituents were accounted for by both visual inspection and x-rays. Two additional everflex self-expanding stents were used to reinforce the first malfunctioning stents. No injury to the patient was reported. Malfunction rectified by reinforcing the malfunctioning stent with two additional stents. The procedure was completed safely and successfully.